Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: we have received article 04.503.104.04s for investigation. Our provided visual inspection has shown that the tip is slight blunt and nicks were detected on the thread flanks. The recess does have some scratches but is otherwise in working order. The root cause cannot be defined exactly. It is likely that the screw was used and by insertion got damaged. Device is worn from normal use and servicing, there is no indication for material or design related issue was found. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The review of the DHR showed no manufacturing related problem with this article and lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device was not implanted or explanted during the procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon discovered a screw with a nicked tip during a surgical procedure on (B)(6) 2015. The screw was rendered non-usable. The pack contained three (3) other sterile screws that had no reported problem in the target region. The procedure was completed without delay or patient harm. This report is 1 of 1 for (B)(4).